Event description:
The customer reported falsely elevated architect free t4 and provided the following data: sample ID: (B)(6) free t4 initial test result was 19.22 pmol/l and the retest result was 12.12. (Reference range: 9.09-19.01 pmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k65-77 that has a similar product distributed in the us, list number 7k65, with 510k/PMA/bla number k173122.

Manufacturer narrative:
A complaint investigation was conducted for the architect free t4 reagent lot 73030ud02. A review of tracking and trending did identify an increase in complaint activity for the architect free t4 assay, however, no trends were identified for the complaint lot. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect free t4 reagent lot 73030ud02.

Event description:
The customer reported falsely elevated architect free t4 and provided the following data: sample ID: (B)(6) free t4 initial test result was 19.22 pmol/l and the retest result was 12.12. (Reference range: 9.09-19.01 pmol/l) per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.